Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event after eating two tuna sandwiches without announcing the meal and pausing insulin delivery. When insulin was later resumed, the ilet overcorrected, causing a bg drop to 42 mg/dl. The user treated the low bg with three glucose tablets and called 911 out of concern, but no medical treatment was required as bg had risen above 80 mg/dl when emergency services arrived. Review of logs confirmed insulin was paused at 11:05 a.m. And resumed at 12:41 p.m. After two reminder alerts. The lowest blood glucose (bg) recorded was 42 mg/dl. Bg was corrected with glucose tablets. The user's symptoms during the event included nervousness and confusion. No medical intervention was performed at the time of call.